Event description:
Customer called to report sensor issues on the insulin pump. Customer stated that the sensor was off and did not alert. Customer's blood glucose reading was 120 and 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.